Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Event description:
Boston scientific crm received information that both the right atrial (ra) and right ventricular (rv) lead's displayed loss of capture, no sensing and high out of range impedance measurements. Lead fracture's were discovered due to clavicular crush. The ra and rv lead's were explanted and new ra and rv lead's were successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. At 27.5 cm from the terminal pin, the lead insulation was ruptured and all conductor coils underneath were fractured. The conductor coils were not electrically continuous.